Event description:
On (B)(6) 2012, the pt was implanted with a system of gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. During the procedure, the devices were deployed as planned. However, a final angiograph revealed a type iii endoleak by way of a tear in the graft material. The physician re-lined the graft with a gore iliac extender component. The endoleak was resolved, and the procedure concluded without any further complications. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Imaging eval revealed the following: what appears to be contrast may be visible outside of the implanted device- cannot confirm with single image available. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to graft material failure and endoleak.